Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding") and myocardial infarction ("heart attack") in an adult female patient who had essure (batch no. A78083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rhinitis allergic in 2005, chronic cholecystitis in 2013, anxiety, knee operation, colon polypectomy and tonsillectomy. Concurrent conditions included cholecystitis, illness, nasal congestion, sore throat, ovarian cyst, heart attack and uterine prolapse. Concomitant products included alprazolam (xanax), b-complex [vitamin b nos] since (B)(6) 2016 and prasterone (dhea) since (B)(6) 2016. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("waking with pulling and pinching pains in lower sides of abdomen") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced mood altered ("moody"), irritability ("irritable"), myalgia ("muscle pain"), arthralgia ("joint pain") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced abdominal distension ("swelling abdominal") and weight increased ("weight gain"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), palpitations ("palpitations got worse / I though I was having a heart attack"), mitral valve prolapse ("mvp"), chest pain ("chest pains"), myocardial infarction (seriousness criterion medically significant), peripheral swelling ("swelling in feet and hand"), coital bleeding ("bleeding after intercourse"), thyroid function test abnormal ("elevated thyroid level"), hypovitaminosis ("vitamin deficiencies"), night sweats ("night sweats"), bone pain ("pain in bone"), pain in extremity ("hand and feet pain"), abdominal pain ("abdominal pain") and mental disorder ("psychological or psychiatric problems condition"). The patient was treated with surgery (to remove the essure implant / hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood altered, irritability, peripheral swelling, abdominal distension, coital bleeding, night sweats, alopecia and abdominal pain had resolved, the uterine haemorrhage, vaginal haemorrhage, female sexual dysfunction, menorrhagia, migraine, headache, mitral valve prolapse, chest pain, abdominal pain lower, bone pain, myalgia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, weight increased, pain in extremity and mental disorder outcome was unknown and the palpitations, thyroid function test abnormal and hypovitaminosis was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, bone pain, chest pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypovitaminosis, irritability, menorrhagia, mental disorder, migraine, mitral valve prolapse, mood altered, myalgia, myocardial infarction, night sweats, pain in extremity, palpitations, pelvic pain, peripheral swelling, thyroid function test abnormal, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion / essure within adnexa ultrasound scan vagina - on (B)(6) 2016: all results were normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding"), mitral valve prolapse ("mvp"), chest pain ("chest pains") and myocardial infarction ("heart attack") in an adult female patient who had essure (batch no. A78083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cholecystitis in 2013, anxiety, knee operation, colon polypectomy, tonsillectomy, migraine, bleeding genital, miscarriage and ovarian cyst. Concurrent conditions included rhinitis allergic since 2005, cholecystitis, illness, nasal congestion, sore throat, ovarian cyst, heart attack and uterine prolapse. Concomitant products included alprazolam (xanax), prasterone (dhea) since (B)(6)2016 and vitamin b nos (b-complex) since (B)(6)2016. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2013, the patient had essure inserted. In january 2014, the patient experienced abdominal pain lower ("waking with pulling and pinching pains in lower sides of abdomen"), myalgia ("muscle pain"), arthralgia ("joint pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced mood altered ("moody"), irritability ("irritable") and fatigue ("fatigue"). In february 2016, the patient experienced abdominal distension ("swelling abdominal") and was found to have weight increased ("weight gain"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In july 2016, the patient experienced alopecia ("hair loss"). In november 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), palpitations ("palpitations got worse / I though I was having a heart attack"), mitral valve prolapse (seriousness criterion hospitalization), chest pain (seriousness criterion hospitalization), myocardial infarction (seriousness criterion medically significant), peripheral swelling ("swelling in feet and hand"), coital bleeding ("bleeding after intercourse"), hypovitaminosis ("vitamin deficiencies"), night sweats ("night sweats"), bone pain ("pain in bone"), pain in extremity ("hand and feet pain"), abdominal pain ("abdominal pain"), mental disorder ("psychological or psychiatric problems condition"), pain ("body pain") and swelling ("body swelling") and was found to have thyroid function test abnormal ("elevated thyroid level"). The patient was treated with surgery (ablation and to remove the essure implant / hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, mood altered, irritability, peripheral swelling, abdominal distension, coital bleeding, night sweats, alopecia and abdominal pain had resolved, the uterine haemorrhage, vaginal haemorrhage, female sexual dysfunction, menorrhagia, migraine, headache, mitral valve prolapse, chest pain, abdominal pain lower, bone pain, myalgia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, weight increased, pain in extremity, mental disorder, pain and swelling outcome was unknown and the palpitations, thyroid function test abnormal and hypovitaminosis was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, bone pain, chest pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypovitaminosis, irritability, menorrhagia, mental disorder, migraine, mitral valve prolapse, mood altered, myalgia, myocardial infarction, night sweats, pain, pain in extremity, palpitations, pelvic pain, peripheral swelling, swelling, thyroid function test abnormal, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion / essure within adnexa. Ultrasound scan vagina - on (B)(6)2016: results: all results were normal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received - new event 'body pain and body swelling were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("abnormal uterine bleeding") and myocardial infarction ("heart attack") in an adult female patient who had essure (batch no. A78083) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included rhinitis allergic in 2005, chronic cholecystitis in 2013, anxiety, knee operation, colon polypectomy and tonsillectomy. Concurrent conditions included cholecystitis, illness, nasal congestion, sore throat, ovarian cyst, heart attack and uterine prolapse. Concomitant products included alprazolam (xanax), b-complex [vitamin b nos] since (B)(6) 2016 and prasterone (dhea) since (B)(6) 2016. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain lower ("waking with pulling and pinching pains in lower sides of abdomen") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced mood altered ("moody"), irritability ("irritable"), myalgia ("muscle pain"), arthralgia ("joint pain") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced abdominal distension ("swelling abdominal") and weight increased ("weight gain"). In 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), palpitations ("palpitations got worse / I though I was having a heart attack"), mitral valve prolapse ("mvp"), chest pain ("chest pains"), myocardial infarction (seriousness criterion medically significant), peripheral swelling ("swelling in feet and hand"), coital bleeding ("bleeding after intercourse"), thyroid function test abnormal ("elevated thyroid level"), hypovitaminosis ("vitamin deficiencies"), night sweats ("night sweats"), bone pain ("pain in bone"), pain in extremity ("hand and feet pain"), abdominal pain ("abdominal pain") and mental disorder ("psychological or psychiatric problems condition"). The patient was treated with surgery (to remove the essure implant / hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, mood altered, irritability, peripheral swelling, abdominal distension, coital bleeding, night sweats, alopecia and abdominal pain had resolved, the uterine haemorrhage, vaginal haemorrhage, female sexual dysfunction, menorrhagia, migraine, headache, mitral valve prolapse, chest pain, abdominal pain lower, bone pain, myalgia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, weight increased, pain in extremity and mental disorder outcome was unknown and the palpitations, thyroid function test abnormal and hypovitaminosis was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, bone pain, chest pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypovitaminosis, irritability, menorrhagia, mental disorder, migraine, mitral valve prolapse, mood altered, myalgia, myocardial infarction, night sweats, pain in extremity, palpitations, pelvic pain, peripheral swelling, thyroid function test abnormal, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion / essure within adnexa. Ultrasound scan vagina - on (B)(6) 2016: all results were normal. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received - new event "moody, irritable, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, palpitations got worse / I though I was having a heart attack, mvp, chest pains, swelling in feet and hand, swelling abdominal, bleeding after intercourse, elevated thyroid level, vitamin deficiencies, night sweats, waking with pulling and pinching pains in lower sides of abdomen, pain in bones, muscle pain, joint pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, hand and feet pain, abdominal pain, abnormal uterine bleeding and psychological or psychiatric problems condition" were added. Lot number was added. Lab data was added. Historical and concomitant conditions were added. New reporter were added. On 11-sep-2018: medical records- information captured is essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.